Event description:
It was reported that the pt was treated at the emergency room for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas. If the pump is returned, it will be evaluated and a supplemental report will be filed. Pump settings and delivery history were reviewed with the pt and confirmed as accurate. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was returned in a condition that it could not be powered on. Moisture was observed in the display screen and the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. A leak test was performed and the display lens and battery compartment were found to be leaking. The pump was opened and moisture damage was found on the pcb. Performance testing was unable to be conducted as the pump could not be powered.